Event description:
It was reported that the patient presented in clinic for unrelated procedure. Upon history look-up, it was noted that the right atrial (ra) lead was previously capped and replaced on (B)(6) 2012 due to lead fracture. No further information was provided.